Event description:
It was reported to technical services on 6/26/12 that this lead is having a us lot of variation on shock impedances. It has been 68,92,74 with noise, and 100 for measurements commanded. This could be an early indicator of an issue. No md associated at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).